Event description:
The customer reported that the system frequently stops when they use the cine function and the system has to be rebooted. A loss of subtraction, roading-mapping, or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank. The system operates as intended.